Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Additional information received indicated that the left ventricular (lv) lead and right ventricular (rv) lead exhibited chronic high thresholds. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed premature battery depletion. The lv and rv leads were preprogrammed and remain in use. The crt-d was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. Additional information received indicated that the left ventricular (lv) lead and right ventricular (rv) lead exhibited chronic high thresholds. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed premature battery depletion. The lv and rv leads were preprogrammed and remain in use. The crt-d was explanted and replaced.